Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit has a slow leak. The fse installed a new tubing assembly. The unit then passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
T was reported during a routine check performed by the customer, cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.